Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose levels have been high and she wanted to know if there was anything wrong with her insulin pump. Her blood glucose value at the time of incident was 394 mg/dl. The customer states that she did not feel any symptoms of high blood glucose, but that ketones were detected in her urine. Troubleshooting was initiated for high blood glucose levels. The customer stated that she receives frequent motor errors and no delivery alarms, and that she does not receive or hear the alarms. The customer left for a doctor's appointment because troubleshooting was completed, but she was advised to check her alarm history for current alarms, especially motor error alarms. No products were returned, replaced, or shipped.